Manufacturer narrative:
Supplement # 1 medwatch submitted to the FDA on 10/sept/2021. The device has not been returned for analysis, and after multiple attempts to gather more information from the reporter, no additional information has been received. The investigator determined a device history record (DHR) review is not possible for this complaint, as attempts at gathering the device serial/lot number were unsuccessful.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 04/aug/2021. A review of the device labeling notes the following: the apollo endosurgery overstitch¿ endoscopic suture system (ess) is intended for endoscopic placement of suture(s) and approximation of soft tissue. Warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Users should be familiar with surgical procedures and techniques involving absorbable sutures before employing synthetic absorbable sutures for wound closure, as the risk of wound dehiscence may vary with the site of application and the suture material used. In situations where the operative site poses a risk of harm to adjacent anatomic structures, use of endoscopic accessories such as the overstitch tissue helix is recommended to retract the tissue intended to be sutured away from these unseen structures. Adverse events: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngitis / sore throat, nausea and / or vomiting, abdominal pain and / or bloating, hemorrhage, hematoma, conversion to laparoscopic or open procedure, stricture, infection / sepsis, pharyngeal, colonic and/or esophageal perforation, esophageal, colonic and/or pharyngeal laceration, intra-abdominal (hollow or solid) visceral injury, aspiration, wound dehiscence, acute inflammatory tissue reaction, death.

Event description:
Medical inquiry patient was admitted to hospital for pneumoperitoneum and pneumonia after an esg procedure.